Event description:
The fill estimate on the customer's pump only displayed 85 units after a load process despite there being 150 units. Reportedly, there was no impact to the customer's blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.